Event description:
It was reported that during a posterior right hip replacement surgery, the impactor tip failed and broke apart. Pieces reconstructed and one piece not found. Could not be proven one way or another if it was retained in the patient.